Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition 'will not power on when set is inserted' was not verified, however evaluation observed the device would not automatically power up upon opening the door. The cause was determined to be failed upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device would not power on when set was inserted. No additional information is available.